Event description:
It was reported that the battery was depleting faster. There was no reported impact on the customer's blood glucose level. Customer declined further follow-up after cts investigated the issue, and the case was closed with the original email added to the notes.